Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic after receiving an alert for an extended charge time. The hv charge was initiated by a regular capacitor maintenance. Device damage was suspected. The patient was stable throughout the device interrogation and will continue to be monitored.